Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes output and telemetry anomalies and high impedance on the ventricular channel.